Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: actual broken drill bit was not returned for investigation. Visual inspection of the photo of a broken drill bit confirmed the reported condition of a broken drill bit. The photo shows a drill bit in 2 pieces. The break occurred on the solid (non-fluted) shaft region just distal to the proximal coupling. Note: one drill bit was received in tact with no damage and with no allegation and therefore was coded as concomitant. The allegation of broken device is investigated in this pi for photo of broken drill bit which is not the same device as the returned in tact drill bit. DHR review: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Document/specification review: no product design issues or discrepancies were observed during this investigation. The need for further corrective/preventive action will be assessed within the nr. Further investigation including risk assessment will not be conducted in this complaint as it will be addressed within nr. Conclusion: a definitive root cause for drill bit breaking could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot, part: 513.090, lot: f-25042, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 13 august 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent an unknown procedure. The drill bit for mini quick coupling broke-up when the operation started. The user did not specify if it was due to poor anchoring of the adapter, mechanical failure of the drill bit and/or handling error. There were no fragments inside the patient. There was no surgical delay since another drill bit was replaced immediately. Procedure was successfully completed. Patient status is stable. This report is for one (1) 1.5mm drill bit/mini qc/67mm. This is report 1 of 1 for (B)(4).